Event description:
Caller reported a cartridge alarm issue with their pump, specifically alarm 30. Blood glucose level was reported as "high," but no specific value was provided. The customer administered a correction bolus via the pump and did not require third-party assistance. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer will receive a pump with updated software and has been instructed on the necessary steps for replacing and returning the current one. The caller acknowledged the instructions and confirmed receipt of a replacement pump without requiring a delivery signature.